Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and no longer functional. The customer's blood glucose level was 140 mg/dl. Customer stated no back up therapy was available. Tandem technical support attempted to follow up with the customer multiple times to verify that back up therapy was obtained; however, no further information was provided.